Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on july 16, 2019. - attachment: [142007 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on april 18, 2019.

Event description:
Per the audiologist, the patient experienced pain, dizziness and a performance decrement. Reprogramming attempts were made; however, this did not resolve the issue. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.